Event description:
It was reported that the user discovered the ilet screen was broken upon waking, and replacement was determined necessary; the device was considered nonfunctional and no alerts or alarms were reported. Symptoms included no clinical effects. Outcomes included no impact to health or need for medical care. Investigation included verification of shipping details, instruction to sync data to the mobile app prior to return, advising that therapy data would not transfer to the replacement, and informing the user that water resistance would no longer be assured and that a backup therapy should be established. Investigation of this case revealed a damaged display component requiring replacement and return of the original unit for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display.